Event description:
Reporter indicated that over past several months the patient has had a progressive increase in seizures. The pt was having 3 seizures a month, but in the past 2 months the pt has had 8. A lead test was run in 2001 with a high impedance result (dc-dc code 7 and limit). It is not believed that the patient has suffered any falls or trauma recently. Physician ordered an x-ray because he believed that the lead could be mispositioned due to the patient's growth. Lead replacement surgery is being considered.